Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown concentration or dose) via an implantable pump for intractable spasticity. It was reported that the patient had some swelling at the pump pocket site and the healthcare provider (hcp) was unable to interrogate the pump. Of note, it was reported that the patient was getting good therapy. It was reported that the patient was going to have a pump revision. The issue was not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown concentration or dose) via an implantable pump for intractable spasticity. It was reported that the patient had some swelling at the pump pocket site and the healthcare provider (hcp) was unable to interrogate the pump. Of note, it was reported that the patient was getting good therapy. It was reported that the patient was going to have a pump revision. The issue was not resolved at the time of report.